Event description:
On (B)(6) 2014 clinical specialist reported the buttons on the patient's infusion device are sticking. Patient is not available to talk at this time. Attempts to follow up with patient were unsuccessful. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Device was not returned.